Event description:
It was reported that during a cystectomy procedure, the staples deployed and the device cut but the staples were not completely formed. There was some bleeding, but they could not quantify the amount. They opened another device to complete the procedure. The patient's status is unknown.

Manufacturer narrative:
Information anticipated, but unavailable at this time.